Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter stopped powering on after it was put in the washing machine. The patient did not make any changes to his diabetes medications as a result of the power issue and continued to take his usual dose of diabetes medications, which includes humalog. The patient's diabetes medication regimen is unknown. The patient reportedly developed symptoms of frequent urination, dry mouth, and feeling thirsty 26 hours after the power issue began. No other blood glucose tests were obtained on another device and no other forms of treatment were reported. The reported incident occurrence the same day at 7am. Although there was misuse of the product, the complaint is being reported because the patient allegedly became hyperglycemic after his meter stopped powering on. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.